Event description:
According to the source, the IV pump was set to deliver fentanyl 1.2cc 1 hr. After 2 hours pump alarmed and the entire 10cc had infused. The pump was disconnected from pt and a new pump was used.